Manufacturer narrative:
Additional manufacturer narrative/corrected data - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI: (B)(4). UDI: (B)(4).

Event description:
On (B)(6) 2015 this patient was implanted with two gore® tag® endoprostheses to treat a type b complicated aortic dissection. On the same day, expansion of the thoracic aneurysm false lumen by 5mm and residual false lumen perfusion was identified. On (B)(6) 2017, a reintervention treatment was performed, whereby an additional aortic endograft was implanted. No further information was provided to gore.